Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with wrinkled flap/uneven sloughing inferior temporal on the flap. It was stated that the flap needed to be ironed to smooth. No report of the patient having loss of best corrected visual acuity (bcva). It was stated there were no injuries to report.